Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated high potassium (k) results generated by the unicel dxc 800 pro synchron clinical systems. The customer reported that intermittent erroneously high k results were produced by the analyzer. Some of the erroneous results were reported out of the lab. The actual results were not supplied. It is unknown how many pts were affected in this event. The customer has not received any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
During the time of this event, the ion selective electrode (ise) system calibrated successfully and qc recovered within the lab's established ranges. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and, verified that the high ise results would occur when the ise system was started from standby. This is consistent with conditions seen when the ratio pump piston is worn. The pump piston was replaced. The fse also replaced sodium reference electrode due to a loose connector barrel and inspected the carbon bridge. As of 2008, there have been no further occurrences of erroneous ise results. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.